Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by vomiting and abdominal pain. The patient was seen in the pd clinic and was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with vancomycin for three weeks (orally and intraperitoneally, doses and frequencies not reported). At the time of this report, the patient was recovered from the event. No additional information is available.